Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: sc-2108-70m, model: sc-2108-70m, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced overstimulation due to the spinal cord stimulator (scs) device was set to a high amplitude without any way of adjusting the stimulation level. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.